Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator screen froze at the photo image upon powering on. There was no patient involvement at the time of the reported condition. To address the reported issue, the single-board computer (sbc) board was replaced.